Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) prior to the seven months earlier estimate. Therefore, the ipg device will be removed and replaced with a new device. No patient complications have been reported as a result of this event. It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) prior to the seven months earlier estimate. Therefore the ipg device will be removed and replaced with a new device. No patient complications have been reported as a result of this event.